Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 3 patients from an accutrend plus meter serial number (B)(4). For patient 1 the result from the meter with a fingerstick was 65 mg/dl. The result was not believed because the patient was asymptomatic. The repeat result within 10 minutes from the meter with a different fingerstick was 92 mg/dl. A sample from the patient was tested in the laboratory and the result was 98 mg/dl. It was asked but no known if the result from the laboratory was within 10 minutes. The customer believed the laboratory result aligned with the second meter result. On 22-aug-2019 for patient 2 the result from the meter with a fingerstick was 46 mg/dl. The result was not believed as the patient was asymptomatic. The repeat result within 10 minutes from the meter with a different fingerstick was lo (result <20 mg/dl). The customer did not believe the first two meter results. The second repeat result within 10 minutes from the meter with a different fingerstick was 74 mg/dl and believed to be accurate. Patient 2 was a (B)(6) female with a date of birth of (B)(6) and weighed (B)(6). On 23-aug-2019 for patient 3 the result from the meter with a fingerstick was 70 mg/dl. The result was not believed as the patient was asymptomatic. The repeat result within 10 minutes from the meter with a different fingerstick was 97 mg/dl and believed to be accurate. Patient 3 was a (B)(6) female with a date of birth of (B)(6) and weighed (B)(6). The patients' current condition was "fine". The qc was acceptable on 22-aug-2019. The customer only runs qc when they open a new box of test strips.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The meter was contaminated with blood. No further abnormalities were observed. The customer's returned strips and retention strips lot 289194-04 were measured with controls on the customer's device and reference devices in the investigation unit. Ranges control solutions: range gkl60: 58 - 98 mg/dl, range gkl180: 160 ¿ 230 mg/dl. The mean of the measurements with control solution gkl60 with customer test strips is as follows: customer instrument: 76,3 mg/dl, retention instrument: 80,3 mg/dl. The mean of the measurements with control solution gkl180 with customer test strips on customer instrument is 198 mg/dl. The mean of the measurements with control solution gkl60 with retention test strips is as follows: customer instrument: 82,7 mg/dl, retention instrument: 79,3 mg/dl. The mean of the measurements with control solution gkl180 with retention test strips is as follows: customer instrument: 196,7 mg/dl, retention instrument: 201,7 mg/dl. The customer's returned strips and retention strips were also measured with 2 edta blood samples on the customer's meter and reference devices in the investigation unit compared to the cobas laboratory method. The mean of the measurements with edta blood 1 on customer instrument is as follows: with customer test strips: 67 mg/dl, with retention test strips: 69 mg/dl. The mean of the measurements with edta blood 1 on retention instrument is as follows: with customer test strips: 70,7 mg/dl, with retention test strips: 71 mg/dl. The mean of the measurements with edta blood 2 on customer instrument is as follows: with customer test strips: 103,3 mg/dl, with retention test strips: 101,7 mg/dl. The mean of the measurements with edta blood 2 on retention instrument is as follows: with customer test strips: 112,3 mg/dl, with retention test strips: 108,7 mg/dl. The mean of the measurements with laboratory method (cobas) is as follows: blood 1: 69,2 mg/dl, blood 2: 108,8 mg/dl. No significant differences could be identified between the customer's strips/meter and retention strips/reference meters. There were no significant differences compared to the laboratory method. All results were within acceptable range. Fields concomitant medical products and device evaluated by MFR have been updated.